Event description:
Waterside ambulatory surgical center returned loaner scope hd video colonoscope ec-3890li (s/n: (B)(4)) to pentax medical for low suction. During inspection of the loaner scope, pentax quality control inspector detected a brush fragment stuck in the aft tube near the biopsy inlet of the scope. The staff at waterside ambulatory surgical center were not aware an accessory was lodged inside the scope. Two patient cases were performed at the facility with the scope potentially with the brush fragment inside the scope.

Manufacturer narrative:
((B)(4)). On (B)(6) 2013 pentax quality control inspector was inspecting loaner scope hd video colonoscope ec-3890li, s/n: (B)(4), which was returned from waterside ambulatory surgical center for "low suction", and found a brush fragment stuck in the aft tube near the biopsy inlet of the scope. On (B)(6) 2013 the customer was contacted via email to communicate the findings of the quality control inspection and it was determined the customer was not aware there was a brush fragment lodged inside the scope. Since the customer was not aware and it is not known exactly when the brush fragment got lodged in the scope, this triggered further investigation to determine if any patients were exposed to the scope with the lodged brush fragment during a case since the effectiveness of the reprocessing procedure performed between patient cases may be compromised due to the obstructed flow or reprocessing solutions (detergent and high level disinfectant) in the channels as a result of the lodged brush fragment in the scope. Even though it is not yet known when the brush fragment became lodged in the scope, on (B)(6) 2013, customer stated that 2 patient cases were performed at their facility with the loaner scope, potentially with the brush fragment inside, before the scope was returned to pentax. According to the customer, during the second case/patient there was a suction issue, and the scope was replaced with another. The first case had no need for suction so it was not apparent if there was an issue with the scope at the time. Both procedures occurred on (B)(6) 2013. Investigation shows that prior to the loaner scope being initially sent to waterside ambulatory surgical center the scope was inspected by pentax. Inspection included checking for any broken/stuck accessories inside of the suction channel, suction cylinder to the aft tube and biopsy channel. The scope passed inspection demonstrating it was fit for intended use and sent to waterside ambulatory surgical center as a loaner. In addition, it was determined that the brush fragment that was found in the scope was a non-pentax brush. Customer confirmed that the cleaning brushes they use are caterpillar endoscopic channel brushes manufactured by cygnus medical (non-pentax brush). Pentax recommends the use of pentax cleaning brushes in the IFU to manually clean our endoscopes, therefore the use of a non-pentax cleaning brushes is considered off-label use. In addition, according to the customer, there has been no adverse feedback from either patient of any health problems post their colonoscopies after using the scope mentioned in this report. Investigation is ongoing to determine where the brush fragment originated from and manufacturer of the brush fragment and full inspection of the scope itself is still required.